Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The device has a kink at 11mm from the distal tip. In addition, ring #1 has broken adhesive and fluids under it. The catheter had a char in the tip. Rf ablation and electrical testing were performed and the device was found within specifications. No opens or shorts were found. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are not placed in the template shaded areas. The handle was opened, and no issues were detected in that section. The device was dissected and the guide coil was inspected finding no issues on it. The distal section was dissected finding the center support broken at 12 mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device was defective. A 7-110-2.5-8-8 k2 blazer prime® xp was selected to treat the target lesion. It was noted that the catheter was defective. There were no patient complications reported. However, device analysis revealed broken adhesive and char on the catheter tip.